Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customer. Additionally, the customer reported that the pump time was incorrect. The customer declined to troubleshoot or provide additional information regarding the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error was verified, but the settings issue could not be verified.